Event description:
It was reported that the surgeon observed a foreign particulate on the injector of a trabecular microbypass stent system. There was no patient contact, and a back-up device was used to complete the procedure. Any omitted information was not available at the time of report.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had not been activated and two (2) stents were found before the splay. Stent one was outside the singulator, and stent two was inside the singulator. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s frontal components were found bent. This finding may have occurred due to how the device was shipped back. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no other non-conformances related to the reported event. The thermoform packaging tray and tyvek lid were examined and no nonconformance''s related to the reported event were observed. A review of the risk analysis identified ¿tray contamination¿ as a potential failure mode. The resulting failure effects are ¿adverse physiological responses.¿ it is unlikely for a tray to be contaminated as manufacturing internal procedure requires ¿100% in process tray seal visual inspection¿ and ¿100% in process x-ray inspection.¿ a potential failure cause is ¿human error.¿ the tyvek seal was unsealed from the thermoform packaging tray, therefore we cannot conclusively state where the hair originated. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. Based on these findings, the root cause of the customer¿s reported issue could not be conclusively identified. MFR# reference: (B)(4).